Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that use of a lead introducer resulted in a display problem and prevented proper manipulation of the lead. The introducer was discarded, and a new introducer was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the introducer 'remains tight / tight and prevents / hinders proper manipulation of the electrode.